Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that an air leak occurred during pt use. No pt harm was reported and a pre-test was done. The customer reported that the doctor stated it leaked between the outer and inner cannula. The pt was recannulated.